Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of noise were observed during atrial tachycardia and atrial fibrillation episodes on the right atrial (ra) lead. Further information was requested but not yet available. The patient was in stable condition.